Manufacturer narrative:
(B)(4). It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the animas vibe system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. Patient inserted sensor into arm which is not an approved site of insertion. No additional patient or event information is available.